Manufacturer narrative:
Device evaluation summary: on july 9, 2026, device evaluation was completed as follows; since both devices have the same lot number, it was not possible to determine which device corresponded to the left-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation, where a thorough investigation was conducted. Visual analysis of the returned device determined that the breast implant did not show any apparent damage. Leak testing was performed, in accordance with mentor procedures, and two tears were found on the anterior aspect of the breast implant, ¿a¿ and ¿b¿, both measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: na. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent revision breast augmentation with 325cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her left side postoperatively. On (B)(6) 2026, mentor became aware that the replacement devices used were serial numbers (B)(6) on the left side, and (B)(6) on the right side. On (B)(6) 2026, mentor became aware that the surgery was on (B)(6) 2026; on (B)(6) 2026, the mentor failure analysis lab received the two devices with same lot number engraved and were both found damaged upon evaluation. Hence, this report details investigation results for the second (right side) as malfunction since no issue was reported for the right side.